Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that unregulated flow was observed during a primary infusion of dobutamine 500/250 ml at 5.3 ml/hr. There was an unspecified "slight" impact to the patient's blood pressure without lasting harm.

Manufacturer narrative:
Correction to follow up 1: in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿ driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported an unregulated flow was observed during a primary infusion of dobutamine 500/250 ml at 5.3 ml/hr. There was an unspecified impact to the patient's blood pressure without lasting harm.

Manufacturer narrative:
The customer¿s report of unregulated flow was confirmed. The pump module event log shows that at 11:02 am on (B)(6) 2016 the device was programmed to infuse at 6.3ml/hr. The device was then immediately channeled off. At 11:11 am, the user programmed an infusion with a rate of 5.25ml/hr. At 11:14 am, the device alarmed for patient side occlusion. This was the last entry shown in the log until (B)(6) 2016, when there was a power on event. Functional testing found the pump module to be delivering fluid out of specification on the high side. Visual inspection revealed that the bezel was cracked at all 6 posts that secure the mechanism assembly to the bezel. A cracked bezel can prevent the pumping fingers from completely compressing the primary set during the pumping cycle resulting in rate accuracy issues. The cause of unregulated flow was the cracked bezel posts. The cause of the cracked bezel posts is unknown.